Event description:
According to the reporter, during a laparosocopic sleeve resection, at the 3rd firing, the stapler was able to fire, the stomach was cut in obesity sleeve, there were many unformed b-shape not only in the center but overall. The resection line of the knife was messed up, the knife advanced and cut, but the cut surface of section was jagged and seemed torn. It was not a cleanly cut surface of section, but a wavy surface with irregularities that looked like it was cut with a blunt blade. The staple line was incomplete totally. The tissue was shifted and re-cut without fixing it. A new reload was used on the same handle and adapter and shell to re-staple/resect the staple line and resolve the issue. After that, it was attempted to use another cartridge with the same lot for the fourth firing, but it was found that the procedure remaining indicated on the monitor was a red 0 was shown on the white swim lane under the reload, another cartridge was used. After the operation, the cartridge of the 0 procedure remaining was set to the handle again, and it was indicated 1 procedure remaining normally.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired and engaged in interlock, the jaw of the reload was open, I -beam was fully retracted, the sled was visible at the proximal ends of the cut lines, staple pushers were partially flush/sub flush with the cartridge, there was damage to the staple pushers, and the reload had damage to the cutting edge of the knife blade. Functionally, each reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. Test media was transected. Each reload interlock was tested and found to function properly. It was reported that the staples did not form as expected, the knife blade was dull, staples were missing from the staple line after firing, and the knife cut the tissue but it did not transect the tissue smoothly, creating a jagged line. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device detected a used reload. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparosocopic sleeve resection, at the third firing, the stapler was able to fire, the stomach was cut in obesity sleeve, there were many unformed b-shape not only in the center but overall. The resection line of the knife was messed up, the knife advanced and cut, but the cut surface of section was jagged and seemed torn. It was not a cleanly cut surface of section, but a wavy surface with irregularities that looked like it was cut with a blunt blade. The staple line was incomplete overall. The tissue was shifted and re-cut without fixing it. A new reload was used on the same handle and adapter to re-staple/resect the staple line and resolve the issue. After that, it was attempted to use another cartridge with the same lot for the fourth firing, but it was found that the procedure remaining indicated on the monitor was a red 0 was shown on the white swim lane under the reload, another cartridge was used. After the operation, the cartridge of the 0 procedure remaining was set to the handle again, and it was indicated 1 procedure remaining normally.